Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited capture anomaly. The lead was capped and replaced on (B)(6) 2018. No further information was reported.

Event description:
New information states that the left ventricular lead exhibited loss of capture. The patient was in a stable condition before, during and after the procedure.